Event description:
It was reported that a patient presented remotely via merlin.net. A review of the transmission revealed that the patient's pacemaker (pm) exhibited oversensing of electromagnetic interference (emi) resulted in pacing inhibition. No changes or interventions were reported. Patient condition was stable.